Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before vitrectomy surgery an ophthalmic laser probe was unable to enter ophthalmic trocar. The surgery was completed on the same day with no patient impact.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The laser probe was returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot was performed. No similar complaints were reported for the product lot under investigation with a similar event code. The laser probe was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar and did not fit. A visual assessment under a microscope was performed and revealed foreign material on the cannula. The root cause of the reported event is attributed to foreign material. However, as to how or when it came onto the cannula remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).